Event description:
Baxter affiliate in the philippines reports leak in the drain bag of the ultra set. It was noted that the drain tubing was attached to the outside of the drain bag. Affiliate reports no pt injury or medical intervention as a result of incident.